Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the customer was hospitalized on (B)(6) 2016. Customer was still in the hospital as of (B)(6) 2016. Caller stated that the customer most likely had a low alarm while at work on (B)(6) 2016. Customer had his insulin pump replaced on (B)(6) 2016. Customer is a police officer and was found on his patrol by the paramedics. Customer was very combative and out of it at the time. Caller stated that the customer had a seizure and the paramedics were called on friday. Customer was admitted into the hospital as result of low blood glucose. Customer's blood glucose was 46 mg/dl on (B)(6) 2016 and it was back up to 161 mg/dl before he went to the hospital. Caller stated that the doctors can't find the problem. Customer was wearing the pump on (B)(6) 2016 but not on 05/27/2016. Customer was off the pump an hour and 15 minutes before getting to the hospital on (B)(6) 2016. Customer had 2 battery out limit alarms on (B)(6) 2016 when he was already in the hospital.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.